Event description:
Additional information received from a consumer reported the patient has a history of cerebral palsy, seizure disorder and spasticity as a result of the drowning incident. On (B)(6) 2018 the pump alarmed and would not stop. It was stated the patient continues to supplement with oral baclofen. It was noted that the patient suffered frequent lapses in therapeutic effect on multiple occasions where they failed to receive the proper dose of baclofen due to the motor stalls, which were unable to be remedied by restarting the pump. It was noted as a result of the motor stalls, the patient had cessation of therapy and several instances of underinfusion and withdrawal which led to immense pain and agitation. It was noted that the manufacturer manufactured the patient's pump with reduced battery performance, which resulted in premature battery depletion, cessation of therapy, and withdrawal which necessitated remov al of the pump. In the months following removal of the patient's pump, their mother conducted research int o synchromed ii intrathecal pumps. Only after conducting research did they suspect that the patient's injuries were caused by wrongdoing and a defective device. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen via an implanted pump. It was reported the patient's pump relieved pain and spasticity intermittently for several years until approximately (B)(6) 2015 when the patients pump began alarming . As a result, the patient began displaying symptoms of increasing pain and spasticity. On or about (B)(6) 2018, the patients pump continued to alarm which, according to medtronics website, was a critical alarm and signaled the need to call a doctor immediately. The patients mother, did so and was advised to supplement with oral baclofen until the next appointment two days later. During this time, the patient experienced extreme withdrawals and, as a result, severe pain and agitation. On or about (B)(6) 2018, the patients physician attempted to restart the pump with no success. After further investigation, the patients physician determined that the pump had stalled and could not be restarted. The physician suggested installing a third, new pump or removing this second pump completely. On or about (B)(6) 2018, the patient had their second pump removed rather than replaced because of its inability to manage pain and spasticity on an ongoing basis. The patient was still having to supplement their pain control with oral baclofen. Upon information and belief, the patients overinfusion/underinfusion and ultimately life-threatening periods of baclofen overdose and withdrawal were the result of defects in the patient's pump as alleged herein insofar as the pump experienced motor stalls, which were unable to be remedied by restarting the pump. This ultimately caused the patient to experience the return of pain and spasticity, itching, drowsiness, lightheadedness, dizziness, tingling, difficulty breathing, and low blood pressure, and put them at risk of seizures, loss of consciousness, coma, lowered body temperature, and death.